Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring around 200 ohms on the right ventricular (rv) channel. Upon review, the impedance measurements were jumpy and ranging between 85 ohms to 200 ohms. The device was replaced in (B)(6) 2025 and there were no fluctuations seen in impedance measurements before the device was replaced. Technical services (ts) stated that the jumpy impedance should be investigated and discussed potential causes related lead impairment. This ICD device currently remains in service. No adverse patient effects were reported.